Event description:
The patient experienced redness, drainage, and pain at the implant site. The doctor confirmed that the patient had a seroma at the implant site. The patient was treated with antibiotics (type unknown). The patient is being monitored.